Event description:
It was reported that insulin pump was damaged around charging port, which caused intermittent trouble with charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, was out of warranty, and was in process of pump renewal, and no additional information was received regarding outcome of event.